Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the distal cover fell off inside the patient and was unable to be retrieved. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide correction with information inadvertently left out (h6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide an update to fields (h4, h7, and h9). The parts supplier performs a sampling inspection on three parts for each production lot. After attaching the distal cover, push and pull loads are applied to the distal cover to confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or drop off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred due to the distal end cover was used without being properly attached and dropped off due to the load during the case. Additionally, it is difficult to visually detect the state of attachment of this product, it is feasible that the description in the previous IFU was insufficient. However, the subject device was not returned, and the root cause of the suggested event could not be determined. The event can be detected/prevented by following the instructions for use which state: section 8.2 "inspection of the distal cover". Should any irregularity be observed when inspecting the distal cover, do not use it. A distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the distal cover could cause patient injury. ·confirm that the distal cover is free from any irregularities such as cracks, chips, pinholes, or deformation. Section -9.3 "attaching the distal cover". Never use a distal cover with cracks or pinholes. Replace it with a new one. If a distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the distal cover with cracks may cause patient injury due to sharp edges. Do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover or the endoscope. These products may cause cracks in the distal cover. If a distal cover with cracks is used, it may cause patient injury such as: thermal injury from electric current leaks when performing high-frequency cauterization treatment. Gently hold the distal part of the bending section and the distal cover. Align the opening side of the distal cover with the lens side of the distal end of the endoscope. ·put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover. Hold the distal part of the bending section. Pull the distal cover gently to confirm that the distal cover on the distal end of the endoscope does not slip and come off. Twist the distal cover gently in both directions and confirm that the distal cover on the distal end of the endoscope does not slip and come off. Confirm that the distal cover is free of cracks or deformation. (Revised IFU) "detailed instructions and notes on how to inspect and attach the distal cover have been added to sections 9.3 and 9.4 of the instructions for use. " olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information in a2, a3, a4, a5, b1, b2, b5, b7, d8, d10, g2, g3, h1, h6, h10 and h11. This report is related to the following patient identifiers (B)(6). This report has been submitted by the importer under this MDR report number 2429304-2024-0000403. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was additionally reported that following an endoscopic retrograde cholangiopancreatography (ercp) with stent placement and balloon dilation there were attempts to retrieve the distal end cap. The customer used another scope to look for the device without success. Another device was also used to locate the device but it was not found. The customer also performed a chest and kidney, ureter and bladder (kub) x-ray to try and locate the device but it was not found. The procedure was completed in the normal timeframe for the procedure but the sedation time was extended to allow for locating and retrieving the fallen device. The patient was encouraged to use a specimen hat when having bowel movements but refused. The patient was monitored in a clinical setting and discharged with no issues. A specimen hat was provided at discharged and he was encouraged to contact the facility if he noticed a passing of the device. The customer reports no direct injury to the patient after monitoring prior to safely discharging.